Event description:
It was reported that a patient was concerned that her generator battery was depleting as she was experiencing an increased in seizures. Her medications were changed. The patient had been seizure-free for over 1 year, but recently had 3 seizures. She planned to visit her neurologist. After a recent clinic visit, the patient reported having bad headaches, which her neurologist believed were related to her body attempting to have a seizure. The neurologist also noted that the patient's battery life was still sufficient. The patient's output current was increased. No additional information has been provided to date.

Event description:
The patient had a seizure, which was uncommon for her as she had been seizure-free for a year. The patient's seizure medication level was reportedly low at a recent clinic visit. The patient's neurologist stated that the patient still had at least 90% battery life remaining and her device would last for years. The patient did not believe that her device had that much battery life remaining since, per her previous provider, she had less battery left than that. The patient also reported that her vns magnet now no longer worked properly. No additional relevant information has been received to date.

Event description:
The patient's vns was interrogated in clinic. The battery status of the generator was at 100%, and the patient's device had 800 recorded magnet activations.